Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone: (B)(4).

Event description:
Qv sars otc consumer reported small amount of blood after swabbing second nostril--tss explained per healthcare provider instructions for use, quidel studies have shown a small concentration of blood was not found to elicit interference with results.